Event description:
It was only reported that there was an incident with a patient involving an intensive care ventilator draeger evita 4.

Manufacturer narrative:
By now, we have only received the above mentioned information. Despite several attempts to obtain further details the customer has not responded. The customer has not concluded a service contract with draeger. In case we receive relevant information we will submit a follow-up report.